Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 30nov2020.

Event description:
The customer reported the ventilator would not power on while the battery was connected. There were no errors identified in the significant error log. There was no patient involvement. The field service engineer (fse) determined the power management board needed to be replaced. The fse replaced the power management board and the issue was resolved.